Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in colombia that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the knot on the rigidloop adjustable cortical implant, long device that carried the graft burst. According to the report, the event occurred when the device was given the last adjustment of the loop so that the knot was locked. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.